Event description:
It was reported that during a diagnostic coronary procedure, the refinity catheter was loaded over a non-philips guidewire. During advancement in the lad, a dissection occurred; however, resolved itself without stent placement. The patient was transferred to the ICU for monitoring, and discharged as expected. This adverse event is being submitted because a dissection occurred. There was no alleged malfunction with the refinity catheter.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Not applicable for this device. Implant or explant date: not applicable for this device. Report source: (B)(6). The refinity catheter was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Additional information was obtained from the angiogram on 27mar2023: the angiogram shows the refinity catheter was not loaded onto a guidewire. The guidewire was extended into the vessel, but the catheter was clearly not placed over the guidewire. Therefore, the catheter did not follow the path of the guidewire, which likely caused/contributed to the dissection.

Manufacturer narrative:
Block b5: additional information was obtained from the angiogram. Block h6: based on the information obtained from the angiogram, the cause of the dissection was due to use error. The IFU cautions: never advance the imaging catheter without guide wire support. The previous codes (investigation findings #213 and investigation conclusions #67) submitted in supplemental #1 remains applicable, as there was no damage found on the refinity catheter. The additional codes (#4248, #61, and #18) capture the use error. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3/h6: the refinity catheter was returned for evaluation. Visual and microscopic inspection found no damage on the catheter. During functional testing, the device performed as intended. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.